Event description:
The customer reported that during a procedure, a portion of the retina was aspirated into the vitrectomy probe after a reflux failure. The doctor stated that even tough he operated the reflux, it didn't help him release the retina. He did hear the activation tone. The doctor ended up cutting off the aspirated portion of the retina, and managed to complete the procedure. The patient is reported to be fine.

Manufacturer narrative:
Investigation, including root cause analysis is in progress.